Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the soft cannula of the infusion set came out of the patient's body. The self-adhesive was firmly on the patient's skin. The patient experienced elevated blood glucose levels. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.